Manufacturer narrative:
H10: no product samples, videos, or photographs were returned for investigation. The device history review for lot 3667622 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
The event involves a spinning spiros closed male luer, red cap that while priming cytarabine, the nurse connected the spiros to the blue port and the chemo started dripping out of the spiros cap prior to priming the tubing. After attempting to fill the chamber, the chemo proceeded to continually drip out the spiros. There was no patient involvement nor harm reported.